Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported an insulin occlusion alert with bg 312 mg/dl. The user was advised to change the infusion site. On (B)(6) 2025, the caregiver confirmed bg stabilized after the site change, with no treatment or hospitalization required.